Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving this device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. Root cause: est7 set/tail/head, excessive use/abuse the 1:5 attachment exceeded iso and tn8702 standards for maximum allowable temperature due to destruction of the both retainers and excessive debris. Also a DHR review was conducted with no discrepancies noted.

Event description:
In this event a doctor reported that an estylus 1:5 handpiece reportedly overheated. There was no injury or intervention.